Manufacturer narrative:
(B)(6).

Event description:
It was reported that during the procedure the blade did not perform the coagulation function, which caused delay during the procedure (40 minutes). The procedure was completed successfully by using a smith & nephew backup device (super turbovac). There was no damage to the patient. The patient is stable.

Manufacturer narrative:
Visual inspection and functional testing could not be performed because the device in question has not been returned for evaluation. Thus, the complaint could not be verified and a root cause could not be determined with confidence. It is difficult to perform an accurate evaluation of a failure without having the failed product to look at. As such the complaint is being closed without conclusion. However, if the product is returned in the future the complaint can be reopened and evaluated. Our quality department will continue to monitor for trends.